Manufacturer narrative:
The manufacturer received information alleging the active exhalation (aecm) verification test had failed on a trilogy ev300 device. There was no patient on the device at the time of this issue. There was no harm or injury reported. A service call was placed to the local philips helpdesk for this issue. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips se replaced the device's proportional valve and 3-way solenoid valve to address this issue. After replacing the parts on the device, the philips se performed test and verification on the device, which passed on the device. The philips se placed the device back into service.

Event description:
The manufacturer received information alleging the active exhalation (aecm) verification test had failed on a trilogy ev300 device. There was no patient on the device at the time of this issue. There was no harm or injury reported. A service call was placed to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.